Event description:
It was reported that a patient was implanted with a right ventricle (rv) lead and a pacemaker (pm) on (B)(6) 2025. After discharged from the procedure, the patient¿s heart rate had dropped, and the pm had failed to capture. It was also identified that the rv lead failed to capture at high output. A chest x-ray was performed and confirmed that the rv lead was dislodged. The physician elected to insert a temporary pacemaker on (B)(6) 2025. Subsequently, the rv lead was explanted on (B)(6) 2025, and a new lead was replaced. The patient was recovering post procedure.

Manufacturer narrative:
B5 was updated based on new information received that the pacemaker had no allegation or malfunction as the temporary pacemaker was inserted for right ventricular lead loss of capture due to dislodgement.

Event description:
It was reported that a patient was implanted with a right ventricle (rv) lead and a pacemaker (pm) on (B)(6) 2025. After discharged from the procedure, the patient¿s heart rate had dropped. It was also identified that the rv lead failed to capture at high output. A chest x-ray was performed and confirmed that the rv lead was dislodged. The physician elected to insert a temporary pacemaker on (B)(6) 2025 for rv lead loss of capture due to dislodgement. Subsequently, the rv lead was explanted on (B)(6) 2025, and a new lead was replaced. The patient was recovering post procedure.